Event description:
After two ER sessions over a two week time frame a crack was discovered in the upper loop. No extrvasation, but saline accumulation under the arm.

Event description:
After two ER sessions over a two week time frame a crack was discovered in the upper loop. No extravasation, but saline accumulated under the arm.